Manufacturer narrative:
Customer declined service: customer declined service.

Event description:
The customer reported the unit went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the ventilator diagnostic log noted a vent inop occurrence due to a pressure sensor failure, but the hospital biomedical technician was unable to duplicate the reported vent inop condition. The manufacturer's service technician was onsite at the hospital, but the hospital biomedical technician would not approve service of the device by the manufacturer's service technician because the unit was out of warranty for service and it would be a billable repair. The manufacturer's service technician therefore recommended the hospital biomedical technician run the ventilator for 48 hours and report any recurrence. The hospital biomedical technician reported no recurrence after 48 hours and declined further service.